Event description:
Additional information was received that the device was reprogrammed to resolve event.

Event description:
During a remote follow-up, episodes of myopotentials oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.